Event description:
It was reported that when the nurse was attempting to remove the attachment from a handpiece they sustained a pulled muscle. No further information has been provided by the customer.

Event description:
It was reported that when the nurse was attempting to remove the attachment from a handpiece they sustained a pulled muscle. No further information has been provided by the customer.

Manufacturer narrative:
It was further reported that the nurse is on work leave for the back injury sustained. She cannot lift anything heavy and is undergoing physiotherapist treatment. No permanent damage is expected.

Event description:
It was reported that when the nurse was attempting to remove the attachment from a handpiece, they sustained a pulled muscle. No further information has been provided by the customer.

Manufacturer narrative:
Upon visual inspection, the device was found to have a worn lock sleeve. The device was repaired and returned to the user facility.